Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was observed to have been making strange noises and not working properly. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke at roughly 0.28¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to the misuse. A review of the instrument log for the harmonic ace (480275-08/l90220425-0310) associated with this event has been performed. Per logs, the instrument was last used on system on (B)(6) 2022. Harmonic ace is a single use instrument. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.